Event description:
(B)(4). Reason for original complaint - litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip implant. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient will be required to undergo a revision surgery. Doi: (B)(6) 2009 - dor: unk (unknown side). (B)(6). Update 5/11/2012 plaintiff's preliminary disclosure (ppd) received 5/11/12. Changed unk asr hip to asr cup and added femoral head, dob. There was no new information received that would impact the outcome of the investigation. (Right side) update 10 mar 2015: rec'd der with revision date, patient activity, surgeon, sales rep, stem and sleeve details, hip side (right). (B)(4). Added previously missed MDR tree for head - (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.